Manufacturer narrative:
Device evaluation: 1 x zso-7-7 of lot # c1723126 was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. Prior to distribution zso-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-7 of lot number c1723126 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1723126 it should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ it may be noted that from the additional information it is known that the stent was not inspected prior to use, while this step should have been followed as per the IFU to inspect the stent. It would not have caused the issue encountered and is not a usage error of the device, product manager has been notified as a precautionary measure. It may also be noted that the wireguide was not inspected prior to use, if there were damage to the wireguide it could have contributed to the perforation, however, as we do not have this information it is only a possibility. Product manager notified that the wire guide and the device was not inspected for damage prior to use. Root cause review: a definite root cause could not be determined from the available information. From the images provided, a kink can be seen at the 2nd & 5th portholes on the tapered end of the stent with perforation of the stent just before the kink at the 2nd porthole. A possible cause for the issue encountered may be that the kink occurred while the stent was being straightened as it was being loaded onto the wire guide and due to the kink difficulty in passing the stent encountered which likely led to the wireguide perforating the stent due to force applied trying to pass the wireguide beyond the kink. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends

Event description:
Supplemental report being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
After stone removing, the doctor wanted to insert the zso-7-7 in the cbd. So the nurse prepared the zso-7-7, in the process of inserting mtw grip wire-0.035 into zso-7-7, there was a hole that was not in the pigtail part, and the wire kept coming out through that hole. Time was delayed and the new zso-7-7 was used. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.